Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was cracked and could no longer be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump display screen was observed to be cracked. When the pump was powered on, the display screen remained blank. The pump display screen was replaced and the pump powered on appropriately with a functional display screen. Unrelated to the display issue, the pump battery cap was found to be stripped and the cap was found to get suck on the battery compartment when attempting to remove the cap.